Event description:
The lase system has the following problem: "no power output, and no message appears on display."

Manufacturer narrative:
The problem was due to a broken cavity mirrors. After the replacement of these mirror inside the cavity (or resonator), the laser system restarted to work. We are unaware about pt injury.